Event description:
The facility stated that the surgeon implanted an aa4204vf plate silicone lens, diopter 21.5. The injector tore the lens. The lens tear was not noted until the lens was in the eye. The incision was enlarged to remove the lens. The cartridge model mtc60c fp. Lot number was not specified by the facility.